Manufacturer narrative:
Additional information has been requested, and will be submitted upon receipt accordingly. This is one of two device reports for the same event including the same patient.

Event description:
The plaintiff's attorney alleged that the patient experienced an adverse cardiovascular event and expired, which is alleged to have been caused by the product administered for dialysis treatment.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports for this event. Related MFR # 1225714-2015-07531 and MFR # 1225714-2015-07532.